Event description:
The customer reported that the intellivue mx500 patient monitor "no longer emits an audible alarm and indicates the message 'speaker malfunction' ".it is unknown if the device was in use monitoring a patient at the time of the reported malfunction.